Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All operating currents were within specification and no unexpected weak battery, low battery or off no power alarms were noted. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The insulin pump functioned properly. The insulin pump was received with a cracked case at the display window corners, minor scratches on the display window, cracked reservoir tube, broken reservoir tube lip and broken battery tube threads.

Event description:
Customer reported a crack in the insulin pump and stated that their blood glucose readings are over 400 mg/dl. Customer has treated with the insulin pump. Customer stated that their blood glucose readings go high over the night when they run out of insulin. Customer stated that a part of the battery compartment was missing and they were receiving weak battery alarms. Customer also had cracks in the reservoir compartment. No further information reported.